Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and display was flashing white on and off while alarming. Customer's blood glucose value was 600 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated. Customer will return device for analysis.

Manufacturer narrative:
Unit received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/ partial display due to blank flashing white lcd. Unit received with cracked retainer, minor scratched display window and scratched case.